Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered a latitude red alert due to high out of range pacing impedance measurements detected on the right ventricular defibrillation lead. The patient went to the clinic and the device was interrogated. The issue was reset during interrogation but when the patient returned home, another latitude red alert was generated for the same issue. The patient was hospitalized and a lead revision procedure was done. The lead was surgically abandoned and a new lead was successfully implanted. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.